Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not close tightly enough for the clips to close. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.